Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed leak test and received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or button error alarms were noted. The insulin pump was received with minor scratched display window and case.